Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was provided for investigation but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-50487 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.